Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant during the pacing thresholds test it was not possible to end the test due to loss of capture noted. Data was sent for review to technical services (ts). The patient impact was not known. Additional information confirmed that asystole for greater than two seconds was noted, but no adverse patient effects were reported. The device was successfully implanted.

Event description:
A review of the data by engineering noted the device has no faults or suspicious resets. The battery diagnostics are normal. There is nothing in the device data that indicates a cause of the reported issue. According to your observations and data, it is most likely related to poor telemetry link at the time of the test.